Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the safety disk and tidal disk as a precaution. The device was tested as per specifications and handed over to the customer for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the end user noticed blood in the cardiosave intra-aortic balloon pump (iabp) line. The end user stopped the pump and the balloon was removed from the patient because the patient no longer needed the iabp support. There was no harm or injury to the patient and no adverse event was reported.